Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an aneurysm was identified. The lesion being treated was located in the mid left anterior descending (lad) artery. The physician deployed a taxus express2 drug eluting stent. Two months post the initial procedure, the pt was in the cath lab for treatment of the circumflex (cx). During the procedure, the physician noticed a stent aneurysm in the mid lad where the taxus stent had been previously placed. The aneurysm was near the middle of the vessel. The physician performed ivus and no intervention was done in regards to the aneurysm. Bare metal stents (unk size and manufacturer) were implanted in the cx. Pt status reported as "fine". Add'l info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.